Event description:
It was reported to philips that the system had a geometry movement issue, as when making an angulation to the right, the c-arm angulated to the left as the angulation movement was inverted. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the knob direction was inverted. As a part of troubleshooting, the fse replaced the control module tilt ER, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.